Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an undisclosed location on (B)(6) 2022. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in an unspecified insertion site. The patient, who used a closed loop system at the time of the event, experienced a seizure, and at an unspecified point, the cgm was reading 20.0 mmol/l and the blood glucose reading was low. It is stated that the patient was seen in the hospital, but there is no information about possible treatment given, nor when the patient left. After the event, the parents discontinued the auto mode on the insulin pump. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.